Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they had sensor discrepancies. The customer woke up because the device had suspended delivery due to low sensor glucose. The customer¿s blood glucose was 155 mg/dl while the sensor glucose was 50 mg/dl. They changed the sensor but insulin delivery was suspended again due to low sensor glucose. They had experienced the same issue with 3 sensors. The customer¿s sensor glucose reading from the reported event was 40 mg/dl while their blood glucose reading was 180 mg/dl troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.